Event description:
Site experienced erratic sodium results over 2 days. Twenty four patient sample results were provided, initial results were reported. All results reported in mmol/l, all repeat testing performed on a different instrument. The following data was provided: (1) initial 128, repeat 136; (2) initial 149, repeat 135 (3) initial 127, repeat 139 (4) initial 128, repeat 148 (5) initial 128, repeat 138 (6) initial 129, repeat 142.3 (7) initial 117, repeat 128.9 (8) initial 130, repeat 140.1 (9) initial 149, repeat 139.9 (10) initial 152, repeat 137.1 (11) initial 131, repeat 120.6 (12) initial 149, repeat 134.6 (13) 147, repeat 136.4 (14) initial 149, repeat 136.7 (15) initial 129, repeat 134.5 (16) initial 129, repeat 135.4 (17) initial 130, repeat 138.5 (18) initial 131, repeat 137.7 (19) initial 130, repeat 138.3 (20) inital 130, repeat 137.1 (21) initial 129, repeat 137.8 (22) initial 123, repeat 130.1 (23) initial 132, repeat 139.6 (24) initial 128, repeat 136.4. No adverse effects reported. The field service representative found a gel substance on ise sample probe tip. The instrument was repaired. The user reports no further occurrences.